Event description:
Related to MFR report # 2183959-2012-03281. Related to MFR report # 2183959-2012-03280. It was reported that the plaintiff was implanted with miniarc sling on (B)(6) 2010 to genuine stress incontinence. The plaintiff was previously implanted with 2 other ams devices on (B)(6) 2010. It is alleged that the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. (B)(4).